Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Implant date - 14 months prior to revision procedure that occurred (B)(6) 2016. Device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet (B)(4) to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Device return expected, not yet received.

Event description:
Patient reported having undergone a left total hip arthroplasty on an unknown date. Patient reports a subsequent revision procedure was performed on (B)(6) 2016, allegedly due to pain, limited mobility and fracture of the femoral head. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the femoral head showed evidence of fracture and metal transfer. However, a conclusive root cause of the event could not be determined.